Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: IV catheter was being inserted and bent and broke, so even though the IV stick was successful, the IV had to be taken out because it was leaking blood from the broken catheter. Patient had to be restuck. IV fluid administration was delayed for three (3) hours. Otherwise, no report of patient injury.